Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Prior to procedure, review of transmissions revealed low pacing impedance and episodes of noise with noise reversion. It was noted that the noise could not be reproduced. No device intervention was performed and the patient will be monitored. The patient was stable and discharged.